Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported air-in-line alarm, however, this was not reproduced during evaluation. Air-in-line alarm was verified through a review of the event history log and found to be caused by a crack across pin 40 on the ultrasonic sensor's flex; therefore the ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air-in-line alarm in the biomed service department. There was no patient involvement. No additional information is available.